Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received external ram error alarm and history check failed alarm. The customer reported that the screen would freeze when inserting a new battery. The customer reported that the battery would jump from 4 bars to 2 bars then would go back to 4 bars. The customer's blood glucose was 10.4 mmol/l at the time of incident. The customer stated that a basal was programmed. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The battery indicator was monitored, and no abnormal function was noted. No frozen display was noted. The pump passed the basic occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with multiple displayable history alarms in the history screen due to a corrupted history file. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.